Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: (B)(4). Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - litigation received. Doi provided. Litigation alleges elevated metal ion levels, increased fluid in the hip joint and pain. The femoral head is being reported. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 05/12/2014- pfs with medical records were obtained. Medical records indicate that upon revision, osteolysis, rugous mottled soft tissue with lumpy intrusions lining the joint, alval & altr were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. The complaint was updated on: 06/03/2014.

Event description:
Patient has been revised to address acetabular cup loosening.